Event description:
It was reported by the user's caregiver that after starting the ilet pump and announcing a larger-than-usual meal, the user's fingerstick glucose was 354 mg/dl and subsequently trended down to 277 mg/dl; no leaks or kinks were observed, and education was provided to use usual meal sizes during the first week of therapy. Symptoms included hyperglycemia, hot flashes/flushes, and polydipsia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement size, characterized as an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.